Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced ongoing elevated blood glucose (bg) levels (606-627 mg/dl). The cause for elevated bg level was unknown. Customer changed the pump supplies and resumed insulin to resolve the reported issue.